Manufacturer narrative:
G1 manufacturing facility - the devices were manufactured at one of the two following manufacturing sites: baxter healthcare - cartago: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial, cartago 30106, costa rica. Baxter healthcare - aibonito: rd 721 km 0 3 po box 1389, aibonito 00705, puerto rico . Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of one-link non-dehp standard bore catheter extension sets leaked/spilled radioactive agents. This was observed when disconnecting unspecified syringes. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.